Event description:
During procedure, when the physician attempted to detach the 5th coil, it would not detach. The coil was resheathed. The physician advanced the coil out of the introducer sheath and noted that the coil was detached from the delivery wire. There were no consequences to the patient as a result of the event. No further information was provided.

Event description:
During procedure, when the physician attempted to detach the 5th coil, it would not detach. The coil was resheathed. The physician advanced the coil out of the introducer sheath and noted that the coil was detached from the delivery wire. There were no consequences to the patient as a result of the event. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. Based on the information available, it is probable that procedural factors limited the device performance during procedure.

Manufacturer narrative:
(B)(4): device has been disposed.